Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03004. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a hip revision due to several dislocations. During the procedure the liner was replaced and the femoral head with a larger head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Records identified the patient was revised due to recurrent dislocations and instability. During the procedure, excellent bone ingrowth was observed. The stem and cup were well seated with no loosening. The head and liner were replaced with new products. No other findings related to the reported event were noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately 15 years post implantation due to dislocations and instability. During the procedure the head and liner were replaced. Shell and stem found in good position and well fixed. No further event information available at the time of this report.